Event description:
A steris service technician was advised by the hospital that an employee allegedly received a chemical burn on her arm while disposing of a cup of steris 20 sterilant concentrate at the completion of a system 1 processing cycle. The facility reported that at the completion of the processing cycle, the employee opened the lid and laid her arm on the processing tray while removing the sterilant cup from the processor. During this process, she allegedly received a burn on her arm. The system 1 unit was observed to be operating properly, including all four programmed rinses having been completed as part of the processing cycle. It was reported to the steris account manager, however, that a previous cycle had started incorrectly and been quickly aborted. The employee who sustained the burn was not wearing any ppe when the incident happened. The employee sought treatment for the burn in the ER but has not received any further additional treatment. Steris's account manager requested additional information about this incident during a follow up in-service, but the employee could not remember the circumstances of the incident.

Manufacturer narrative:
The report of a chemical burn from touching the processing tray inside a system 1 at the end of a processing cycle is inconsistent with what would be expected from the normal operation of system 1. The unit was reported to be functioning properly, and with four water rinses at the end of each cycle, the processing tray would not be expected to have corrosive/injury-producing material on it. All attempts to obtain further information have been unsuccessful and no further incidents or injuries have been reported by the facility. Steris has trained the facility's staff on the operation of system 1 and the proper use and handling of steris 20. Regular in-service training is provided to hospital personnel regarding proper sterilant use and handling procedures. Moreover, steris 20 cups, cartons and cases - like the system 1 operator manual - are labeled with instructions and precautionary statements on the use and handling of the sterilant.